Event description:
Patient has pleurex drains to be drained monday, wednesday, and friday. 2 nurses went to drain, and the patient only got a little less than 25ml out, one of the nurses was familiar with this patient remembered this patient getting more out. She tried a second kit and ended up getting 350ml comfortably. It appears that the suction bulb in the kit might have been defective. This is a plerx drainage kit. Ref number 50-7510 and lot number 0001487100. This item has been sequestered and is in the assistant managers office 5615. Nurses reported the pleural fluid started to drain but quickly stopped, no discomfort from the patient was noted. Manufacturer response for plerx drainage kit, plerx drainage kit (per site reporter). Site has product on ep 5-5. [Redacted date] email sent to site to acknowledge and facilitate return to bd. [Redacted date]- bd RMA received; (B)(4). [Redacted date]- sample shipped fed-x. [Redacted date]- bd closure letter received.